Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded. The distal end of the stent was damaged on the balloon. There were crimp marks present on the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 76% stenosed, 2.5mmx31mm, concentric, de novo target lesion containing a <=45 degrees bend was located in the moderately calcified left circumflex artery. After the lesion was pre-dilated, a 32 x 2.50mm rebel stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure wa completed wih another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 76% stenosed, 2.5mmx31mm, concentric, de novo target lesion containing a <=45 degrees bend was located in the moderately calcified left circumflex artery. After the lesion was pre-dilated, a 32 x 2.50mm rebel stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure wa completed with another of the same device. No patient complications were reported and the patient's status was stable.